Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that while the patient was resting, he became unresponsive. His roommate checked the dexcom receiver, which displayed ¿low¿ with no numerical value. The roommate attempted to give him orange juice, but the patient was unable to drink, so 911 was called. The patient did not hear any alert or alarm from the receiver for the urgent low egv. When emergency medical services (ems) arrived, a fingerstick glucose test showed 55 mg/dl, while the egv was low. The patient was given IV fluids with glucose and monitored through fingerstick testing. Before ems left, his glucose level had increased to approximately 88 mg/dl, and the cgm reading had risen to about 55 mg/dl. The patient reported feeling weak. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.